Event description:
It was reported that the patient had a chronic driveline infection.

Manufacturer narrative:
B3: the event date has been estimated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patients driveline infection was first documented in (B)(6) 2019.the patient had increased drainage from the driveline, with redness and tenderness. Cultures were positive for serratia marcescens. It was noted the patient was treated with intravenous (IV) antibiotics. The infection had not resolved and was considered chronic. The patient has had a total of 18 cultures done, and all were positive with some form of germ. There was no plan of care for the patient. It was noted that this patient was non-compliant and would not attend follow-up appointments. The patient was to continue scheduled oral (po) antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.